Manufacturer narrative:
UDI number is unknown, no information has been provided to date. Date of event, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when attempting to deflate the cuff of the tracheostomy tube, it took 3-4 attempts to get all the water out. Only 2ml of the 2.4ml that was used to inflate balloon was able to be taken out. A trach change was done to determine what the issue was. The pilot balloon was completely deflated and when the tube was taken out the cuff was found overinflated. Pulling the trach tube out in the inflated state caused bleeding. The patient was taken to the hospital for observation to make sure there was no damage to the airway. This is not the first of this type of issue. There have been 5 such issues with one leading to patient injury.

Manufacturer narrative:
Device available for evaluation, h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. D3, g1,2 email is: (B)(6). Three device samples were received in used condition without original packaging. Two samples were for part number 67p040 and one sample of a different part number, the part number of the different sample was not reported. Per visual inspection, sample one has no visual conditions, sample two shows signs of use and stains inside the cuff, sample three is a part number that does not have a cuff. Per functional testing, samples one and two were inflated and deflated without problems with the support of a syringe. The complaint was not confirmed, and no further analysis was performed. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. No corrective actions were taken since the complaint was not confirmed.